Event description:
The custom kits were leaking at the connection between the transducer and the flush device. This caused the pressure to go askew during a procedure. There was no patient or clinician harm or injury as a result of thie event.